Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet home button intermittently failed to respond, which affected insulin therapy and contributed to elevated blood glucose; the user temporarily restored function by placing the device on a charger, and a replacement device was provided along with education and troubleshooting. Symptoms included thirst, increased urination, fatigue, and palpitations, and ketone testing showed small ketones with adherence to the user¿s ketone action plan. Outcomes included hyperglycemia over several days without hospitalization or professional medical intervention, and the user utilized backup insulin pens. Investigation included customer interview, assessment of device performance based on user reports, and arrangement of device replacement and data synchronization. Investigation of this device was cofirmed and revealed an unresponsive sleep/wake (home) button associated with the device housing or user interface component, consistent with a hardware malfunction that intermittently impaired user interaction without generating alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure consistent with wear or intermittent mechanical/electrical fault.